Event description:
It was reported that during a laparoscopic diverticular resection, the seals tore during use. A competitor's device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.